Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was alleged to be depleting prematurely. A save to disk was performed and sent for engineering analysis.